Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, approximately 3 years post op initial right tka, this 69 y/o female patient was revised. Surgeon performed a poly swap of the recalled poly. Reason for the revision was not reported. Patient was last known to be in stable condition following the event. No x-rays available. Device not returning - hospital kept.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6b, h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.